Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination we were unable to fully investigate this incident. . Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum the q-syte had a loose connection. The following information was provided by the initial reporter. The customer stated: "after the replacement of the infusion connector, the infusion connector could not connected with the positive pressure connector. It popped up and was immediately replaced again. This resulted in waste of liquid medicine and the patient's dissatisfaction."